Event description:
It was reported that clinical support and device assessment were requested for the patient by the clinic following reports of concerns due to fluctuating impedance levels for the patient's right hand device. The patient is bilaterally implanted. During the patient's last check on (B)(6) 2010, five of electrode channels showed hi impedance. During device assessment carried out on (B)(6) 2010, impedance measurements were carried out and indicated significant and repeatable impedance fluctuation on several of the electrode channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.